Event description:
It was reported that the customer was hospitalized due to a low blood glucose (bg) level of 49 mg/dl and loss of consciousness; details and nature of hospitalization were not provided. Cause of low bg was unknown. Reportedly, the customer consumed candy to address bg. Customer declined to troubleshoot with tandem technical support, therefore no additional information could be obtained.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.